Manufacturer narrative:
All the functional test performed during manufacturing and after return of the catheter show no sign of defect on the catheter. The default cannot be reproduced. The root cause has not been identified. However, further investigation are in progress to find the root cause of the problem to take quality action into a non conformity form. The risks are already been taken into account in the product risk analysis. The ratio benefit risk is still positive.

Event description:
Disturbances on the icp curve on the pressio when on power but ok when running on the batteries. Icp value jumps between 0 to 70 mmhg. The ict shown on philips patient monitor was off by as much 0,5 degrees.

Event description:
Disturbances on the icp curve on the pressio when on power but ok when running on the batteries. Icp value jumps between 0 to 70 mmhg. The ict shown on philips patient monitor was off by as much 0.5 degrees.